Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse stated that the patient had underwent a hernia surgery. The nurse was unaware if the hernia pre-dated peritoneal dialysis. The discharge summary was unavailable. The patient's dry weight is (B)(6) lbs. As no surgery date is available, (B)(6)2018 will be used as the event date.

Event description:
A peritoneal dialysis nurse stated that the patient had underwent a hernia surgery. The nurse was unaware if the hernia pre-dated peritoneal dialysis. The discharge summary was unavailable. As no surgery date is available, (B)(6) 2018 will be used as the event date.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is a temporal relationship between ccpd therapy with the liberty select cycler and the patient's hernia (unknown type) which required surgical repair. Based on the available information, it is unknown what may have caused the patient's hernia event to occur. However, at the time of this clinical investigation there have been no reported allegations of a liberty select cycler malfunction that may have caused or contributed to the patient's hernia. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during peritoneal dialysis treatment. Therefore, a possible causal association cannot be ruled out. Should additional information become available, this clinical investigation will be updated accordingly.